Manufacturer narrative:
The lens was implanted in the patient's right eye (od) on (B)(6) 2017. The patient also experienced high iop. (B)(4).

Manufacturer narrative:
Device evaluation: lens was received dry, in specimen container. Visual inspection found a tear on a haptic, debris, red,clear residue on lens surface, and portion of a haptic missing. (B)(4). Work order search: n o similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon explanted a 13.2 mm micl13.2 implantable collamer lens ,-5.0 diopter, that was implanted last year and exchanged it for a shorter length lens. The reporter stated that the lens was being replaced due to it being big, progressive anterior synechiae from high vault, narrowing of the angle, angle closure, and shallowing of the acd. Additional surgical intervention (laser iridotomy) was performed. The patients post- op va was 20/20. The reporter indicated that a surgical synechiolysis was performed at the same time of the lens exchange.